Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s.

Event description:
Temporary cardiopulmonary arrest when the cement was used. He recovered during the operation and the operation was completed. However, the next day, his condition suddenly changed and he died.